Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the device fired during the procedure cut but did not staple. The case was converted to open, the pt recieved a blood transfusion and the or time was extended by 2 hours.